Event description:
After being implanted for 5 years, the tibial insert was revised for wear.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with alignment.